Event description:
The event is reported as: the customer alleges that a patient had general anesthesia for a gynecological procedure, which was scheduled as an ambulatory procedure. The mask of the device was inserted without any problem and the ventilation of the patient was without issue. The immediate post-operative recovery was uneventful and the patient was discharged home with no specific symptoms. Eleven hours post-operative, the patient noted that a part of her tongue was anesthetized. The patient contacted the doctor and was examined the following day. The doctor confirmed that part of the tongue was numb. He informed the patient that the source of this issue was the compression of the lingual nerve during the implementation of the laryngeal mask. No add'l info provided regarding the present condition of the patient.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.